Event description:
It has been reported to philips that after the system was powered on, it was unable to wake up and required manually press of the host pc to power on. There was no reported patient or user harm. The device was reportedly not in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Investigation confirmed that the system was outside of clinical use at the time of occurrence of the issue. On-site analysis by a philips field service engineer confirmed that the host pc required to be manually turned on for the system to be started up. The host pc was replaced and returned for analysis. Although no malfunction was identified during part analysis, after replacement of the host pc there have been no further occurrences of this issue and the system has been returned to use in good working order.